Event description:
Boston scientific received information that during a review of episodes, noise was observed on this lead. Noise was evident during patient's activity of fly fishing when casting. Inappropriate atr mode switching due to the noise also occurred. No adverse patient effects. Local field representative said they will call back with information once they've discussed with the physician. No immediate intervention performed. This report will be updated if additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.